Manufacturer narrative:
The device was returned for evaluation. The returned device battery pack's cable leading to the pulsavac had been severed. The end of the cable from the battery pack was discolored and the wires had made contact with each other. The batteries had swelled, split and leakage of the internal chemicals from the battery had occurred. The cause of this complaint is consistent with a short caused by cutting the power cable. The instructions for use include a warning not to cut the battery pack cable. This warning is present because cutting the cable can lead to shock, excessive heat and/or sparks and could result in fire and/or personal injury.

Event description:
It was reported that "the pulsavac cord was cut following a completed surgery, the battery pack was laid aside on a counter and it caught on fire." Additional clinical follow up with the hospital indicated that the pulsavac functioned normally during the procedure. When the cable was cut, post procedure, the "battery pack was placed in an office and a passerby saw smoke coming from the plastic container where the pack was placed and eventually flames were apparent at the wire tips." The staff was unaware of the product warning on package stating: "do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat, and/or sparks, and could result in fire and/or personal injury."